Event description:
The customer reported a leak when using the unicel dxc 600 synchron system. The customer reported fluid inside the reagent compartment on the instrument. The source of the leak was determined to be from reagent probe b. The customer described the fluid as clear but unable to determine the volume. The customer was wearing personal protective equipment of gloves, glasses and lab coat. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found fluid in the reagent carousel and at the reagent tray area. The fse checked the carousel drain which was clear and not obstructed. The fse replaced the vacuum valve (p/n 472689) and verified repairs, no further leaking was observed. Identified failure mode: the failure mode is reagent probe b wash collar waste valve (p/n 472689, valve-solenoid). No erroneous results were generated or reported. A leaking reagent probe can impact any or all chemistries, including critical chemistries. (B)(4).